Event description:
The customer reported that the left monitor intermittently would go blank causing a loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and the display adaptor were replaced during the service call. The system was tested and found to be working as intended and put back into service.